Manufacturer narrative:
The evaluation of the returned device by dornier quality engineer confirmed the device was broken post clinical application as indicated by the patient. However, the remaining sterility cycle indication tag showed 3 remaining sterilization cycles indicating a use of 6x. This information was not aligned with comments received from the complainant which stated, "this broken laser fiber that we had just used 1 time". It is acknowledged the unit was observed broken upon return to dornier for evaluation. Approximately 41.55 inches of the diode fiber were returned leaving a remaining 1.94 meters not returned for evaluation. The cause of the diode fiber breakage can not be confirmed. It is recognized an external force on the unit would be a likely cause of a fiber breakage as observed. The area of the breakage was noted with a tear and stretch of the fiber coating which is indicative of mechanical force being applied to the unit. The complaint as reported was confirmed in this investigation but it is likely the root cause of the diode fiber breakage is related to external force placed on the unit which ultimately caused an unintended breakage. Diode fibers are inherently fragile and the glass fiber can be damaged if appropriate handling care is not exercised. No manufacturing defects or inconsistencies were identified in the investigation of this complaint.

Event description:
Complainant reported a reusable diode fiber broke after being used one time.